Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they did not use the insulin pump in the last 5 months and when the battery was inserted, it alarmed compromised force sensor system. Customer's blood glucose level was not reported. The drive support cap was loose. The device was not returned.